Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The event history log was reviewed on the reported event date of april 17, 2024. The history log revealed an infusion of clevidipine programmed on the event date. The user experienced several "upstream occlusion!" Alarms during the infusion in question. A definitive cause could not be determined, however an upstream occlusion could affect flow of fluid in the IV line. The spectrum iq operator's manual lists the following warnings associated with upstream occlusions: the user facility reported that the medication was in a vial, the following warning associated with rigid containers can be found on page 2-10:"proper venting required. Do not use sets with non-vented drip chambers or rigid containers with improperly functioning vents. Upstream occlusions caused by improperly vented glass bottles or burettes may not be detected because of the very slow-building vacuums resulting from these situations, resulting in serious injury or death." The following warning related to unaddressed occlusions can be found on page 2-13 and is associated with fa 2021-056: "failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the key prior to inspecting the IV set line and resolving all occlusions." A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump under infused. During a clevedepine (for hypotension/hemodynamic instability) infusion, the volume in the vial remained unchanged after two hours of infusing, and the patient¿s blood pressure was not responding to the medication. The medication, intravenous (IV) set, and infusion pump were changed, and the patient responded to the medicine right after necessitating a decrease in the dose. No further information was available at the time of this report.